Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the customer was able to reslove the problem with parts that were sent to the facility from the fse. There was no furthe.r action required by field service. The most probable cause of the reported event was an operator error

Event description:
On (B)(6) 2016 a customer reported the plastic screw is defective in the line that comes from the top of the filter housing with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was contacted to address the reported event which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.